Event description:
It was reported that the device displayed error code 1610. There was no patient involvement and no health damage to the patient in this incident.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it confirmed that there was a record of error 1610. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a possible defective mainboard. However, the device was returned unrepaired to the customer at customer's request.